Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the patient¿s arm on (B)(6) 2025, close to midnight. Following insertion, the patient experienced continuous bleeding, which persisted until approximately 3:00 am on (B)(6) 2025. At 3:40 am, due to the inability to stop the bleeding, the patient and their spouse decided to go to the emergency room (ER). Upon arrival, an ER nurse attempted to control the bleeding by applying pressure to the insertion site, but the bleeding continued. As a result, the medical team proceeded to cauterize the insertion area to stop the bleeding. After the procedure, the patient and their husband returned home. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.